Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 -8.50d implantable collamer lens tore before loading on (B)(6) 2024. Lens was stuck in cartridge. Status of eye is same as before surgery. Cause of event was reported as device; device did fail to perform as intended.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).